Event description:
It was reported that the patient presented to the hospital with syncope. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds and an increase in lead impedance with intermittent loss of capture. It was noted that the lead had a conductor fracture, and the reason was due to clavicular crush. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.